Manufacturer narrative:
Follow-up # 1 date of submission 12/05/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/25/2013 with the following findings:the pump powered on normally during investigation. The battery compartment was found to be cracked below the grip pad and the battery compartment threads were also damaged. There was evidence of moisture contamination found inside the battery compartment. The battery cap was not able to fully tighten to the pump due to the battery compartment damage and the battery cap thread damage. Power loss was duplicated during testing. A test cap was used to complete investigation and was able to fully tighten to the pump. The pump was exercised using the test cap for 24 hours with no power loss or battery related warnings occurring. The pump passed a leak test. The pump case was removed and evidence of moisture contamination was found inside the pump and on the battery terminal contacts. Unrelated to the complaint, evaluation revealed that the keypad cover was torn over the ok button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the up arrow, down arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device was experiencing intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.